Event description:
Related manufacturer report number: 2017865-2022-02208. It was reported that a patient presented to clinic. Device interrogation revealed atrial lead noise resulting in inappropriate automatic mode switch on the atrial lead. The physician elected to cap and replace the atria lead on (B)(6) 2022. During the procedure, the physician found the pacemaker's set screw to be stripped and was unable to remove the atrial lead from the port. The physician also found insulation damage on the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of sensing noise and insulation damaged were confirmed. As received, a partial connector portion of the lead was returned in two pieces. Visual inspection of the lead found full breached outer insulation degradation adjacent to the connector boot exposing the outer coil. The cause of the reported events was due to full breached outer insulation degradation exposing the outer coil.